Event description:
It was reported that review of session records revealed episodes of noise reversion on all three channels due to myopotential oversensing. The patient was asymptomatic. The noise was reproducible with isometrics. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.